Manufacturer narrative:
Unit received with constant rf pic failed selftestc alarm due to a faulty y1 on the rf board. Unable to perform self-test and displacement test or verify external flash error alarm due to rf pic failed selftest alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed with an error indicating a wireless communication problem. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.